Event description:
Procedure: low anterior resection. According to the reporter: four months after the initial procedure, x-rays were taken in preparation to close the ileostomy. A foreign object was noticed on the x-ray and confirmed with follow up x-rays. The surgeon looked in the patient's abdomen with a laparoscope and discovered a metal piece from an endo-gia cartridge. The piece was identified as a piece of the "I-beam". They are uncertain which lot number it came from. The patient had his/her ileostomy taken down and the foreign object was removed. The patient status was reported as ok. There was no infection or negative reaction to the object. The sample will not be released to covidien.